Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported to the rep that an x-ray of the patient's left wrist revealed that the 2nd metacarpal screw was broken and another screw may have bent. While the surgeon is planning to revise the construct, no surgical solution has been performed as of the time of report.additional information. Patient called and stated that when he went with his wife to her hand doctor, had a twa. He then put his hand in a machine that could see it in real time, and it was discovered that a screw was broken. Patient said he has no pain or any other symptoms. His twa was on or about (B)(6) 2015.

Event description:
It was reported to the rep that an x-ray of the patient's left wrist revealed that the 2nd metacarpal screw was broken and another screw may have bent. While the surgeon is planning to revise the construct, no surgical solution has been performed as of the time of report. Additional information. Patient called and stated that when he went with his wife to her hand doctor, had a twa. He then put his hand in a machine that could see it in real time, and it was discovered that a screw was broken. Patient said he has no pain or any other symptoms. His twa was on or about (B)(6)2015.

Manufacturer narrative:
Correction: concomitant medical products and device evaluated by MFR. The reported event that wrist carpal screw implant 30mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by fatigue overload. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the screw failed due to a vibration (fatigue) fracture. The device was implanted for about 3 years and patient said he has no pain or any other symptoms. Screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing factors concurrence with each other. A successful treatment with an implant requires sufficient bone healing during the implantation period. Regarding the outstanding patient data (e.g. Weight, height, potential diseases) it could not be determined if the patient conditions were adequate for the used implant. Implants will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. A requirement for successful treatment is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.